Event description:
It was reported that the patient felt no stimulation sensation. The settings on program 1 were changed from 0.5 volts to 1.2 volts, but that was too strong so the settings were changed to program 1 at 1.1 volts. The patient could feel stimulation well in her pelvic floor area and it was not uncomfortable. It was also reported that the patient felt like stimulation was turning off intermittently, but it was not confirmed if stimulation was actually showing off on the patient programmer when this occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3889-28, lot# v926179, implanted: 2012-(B)(6), explanted: na; programmer model 3037, serial# (B)(4).